Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0873 inches. Device test failed not confirmed. Possible under delivery anomaly not confirmed. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. Please see below for the first 10 boluses listed on the event date 03-oct-2024 in the pump history file. 10/03/2024 00:02:21.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 11750 (1.175 u) bolusamountdelivered: 11750 (1.175 u) 10/03/2024 00:06:37.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 10/03/2024 00:47:23.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 12500 (1.25 u) bolusamountdelivered: 12500 (1.25 u) 10/03/2024 00:51:41.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1autobolus (9) normalbolusamountprogrammed: 1750 (0.175 u) bolusamountdelivered: 1750 (0.175 u) 10/03/2024 00:56:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 10/03/2024 01:41:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 500 (0.05 u) bolusamountdelivered: 500 (0.05 u) 10/03/2024 03:41:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 10/03/2024 03:46:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 10/03/2024 03:51:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) 10/03/2024 03:56:35.000 normalbolusdelivered (220) bolusprogrammingmethod: cl1microbolus (5) normalbolusamountprogrammed: 750 (0.075 u) bolusamountdelivered: 750 (0.075 u) please see below for the daily total of all insulin delivered on the event date 03-oct-2024 in the pump history file. 10/03/2024 15:39:00.000 dailytotalsg670 (63) dailytotalcollectionstarttime: 10/03/2024 00:00:00.000 dailytotalofallinsulindelivered: 177500 (17.75 u) dailytotalofbasalinsulindelivered: 29250 (2.925 u) dailytotalofbolusinsulindelivered: 148250 (14.825 u) there were no autosuspend alarm noted in the pump history file. There were no usersuspended (2) alarm noted on the the event date 03-oct-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 03-oct-2024 in the pump history file. 10/02/2024 22:18:37.000 batteryremoved (55) 10/02/2024 22:18:37.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 10/02/2024 22:18:48.000 batteryinserted (44) 10/03/2024 14:34:29.000 batteryremoved (55) 10/03/2024 14:34:29.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 10/03/2024 14:34:50.000 batteryinserted (44) 10/03/2024 15:28:26.000 batteryremoved (55) 10/03/2024 15:28:26.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 10/03/2024 15:38:00.000 alarmalertnotification (40) faultnumber: batteryremoved (84) 10/03/2024 15:39:03.000 alarmalertnotification (40) faultnumber: postresetramcrcalarm (23) 10/03/2024 15:39:07.000 batteryremoved (55) 10/03/2024 15:39:07.000 alarmalertnotification (40) faultnumber: batteryremoved (84) pump error 23 and battery out limit alarm were expected due to the battery removed for more than 10 minutes and the pump's time reset. Pump error 23 - not confirmed. The pump passed the functional testing. Device test failed not confirmed. Possible under delivery anomaly not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced device test failed, possible under delivery anomaly and high blood glucose. The customer reported hyperglycemia of blood glucose value of 24 mmol/l and treated with manual injection/insulin pen. The event involved product(s) mmt-1885l. ` troubleshooting was performed. Customer has been using the insulin pump system within 48hrs of reported high bg event. The automode feature was active at the time of high blood glucose event. High pressure test did not pass twice. No further patient complications were reported. Mmt-1885l was requested and customer will discontinue to use the insulin pump. Customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.